Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. During priming prior to pt use, it was reported that the tubing separated from the option-lok spin collar assembly of the tubing set. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Documentation received from the international affiliate indicate that information on reprocessing of the device was unknown. This report represents all the information known by the reporter upon query by hospira personnel.